Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - torn material; delivery system failure. Evaluation results: visual inspection of the returned product showed tears in the lens and both haptics and a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported the aq2010v three piece silicone lens was inserted and cut out of the eye due to a haptic tear. Customer was not sure if the lens got caught in the cartridge or if there was an error during loading. The patient's capsule was unstable prior to surgery but was not damaged.